Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were re-seated and the power supply adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system had an x-ray error message displayed. No patient injury was reported.